Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 cubies had failed repeatedly with off from the communication bus. The field service engineer (fse) inspected the module controller, drawer controller, and row boards and all displayed good status lights. The fse removed all cubies, and no debris was found on the row boards. Then the fse reseated the row board cables at each row board and at the drawer controller. Additionally, the retractor band cable and pyxibus cable were reseated. The fse tested the drawer in diagnostics and verified that functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 pocket kept failing and not connected to bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 pocket kept failing and not connected to bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.